Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to review of x-rays received from the customer. X-ray review states that the images show a right tha in normal alignment without periprosthetic abnormality. Hardware is intact without hardware fracture. There is a metallic side plate which covers the greater trochanter and the lateral proximal subtrochanteric diaphysis. There is spacing between the side plate and the femoral cortex, the plate is held in place by cerclage wires. Multiple other cerclage wires are seen distally as well. Hardware appears normally aligned without finding to support dislocation. The bones are well mineralized. There is a cortical fracture noted laterally in the proximal to mid diaphysis, between the third and fourth most distal cerclage wires. The fracture extends medially to the level of the hardware. Bones are otherwise well mineralized. No asymmetric soft tissue swelling. Lateral to the hardware within the soft tissues inferior to the greater trochanteric bursa is a coil-shaped metallic density, which appears separate from the hardware. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00998201723, femoral stem - revision taper - nitrided cementless 17 mm diameter 235 mm stem length, 62908386; 00999301755, femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset, 62130396; 00877503202, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, 2889177. Report source, foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a reposition of liner approximately a month post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.